Event description:
It was reported the patient complained his scs system's programmer is not working properly. The patient stated that when he presses the increase button the amplitude continues to increase even when the button has been released. The patient also alleged the same issue occurs when other buttons are pressed. A sjm representative met with the patient, however, the patient did not bring his patient programmer to the meeting for the representative to troubleshoot. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.